Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had trouble booting up and displayed a serious error message on the screen. The programmer crashed again after a reboot. A new different programmer was used. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience of a boot to an error however an error was observed in the error logs and the link electronic module board was reseated and recalibrated. Additionally the hard drive was reconfigured and the software was reloaded and updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.